Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator battery reached end of service on (B) (6) 2010 after 2 years of service. Its voltage was 2.5 volts. The patient had expected it to last 5-6 years. It was replaced. The hcp reported there was no patient injury associated with the event. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.